Event description:
Caller reported a cgm error labeled as error 42, and after a pump reset conducted with the assistance of technical support, the error persisted. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on how to switch to multiple daily injections as a backup therapy. Customer was also guided on returning the faulty pump, and they understood the instructions provided.